Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190802 - file-2019-01923 - analysis_and_closure_report_resp-2019-00877.pdf].

Event description:
Reportedly, during a patient follow-up on (B)(6) 2019, episodes of ventricular noise oversensing were observed in the device memory. The noise could not be reproduced after performing different tests. An atrial burst pacing test was performed and revealed a 1:1 atrial/ventricular association up to 130bpm. Preliminary analysis confirmed the reported behavior, several episodes showed ventricular noise oversensing with non-physiological electrical signals starting from (at least) (B)(6) 2018. The noise pattern is typical of a ventricular lead issue and/or connection issue.

Event description:
Reportedly, during a patient follow-up on (B)(6) 2019, episodes of ventricular noise oversensing were observed in the device memory. The noise could not be reproduced after performing different tests. An atrial burst pacing test was performed and revealed a 1:1 atrial/ventricular association up to 130bpm. Preliminary analysis confirmed the reported behavior, several episodes showed ventricular noise oversensing with non-physiological electrical signals starting from (at least) (B)(6) 2018. The noise pattern is typical of a ventricular lead issue and/or connection issue.